Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during routine follow-up transmission. Upon interrogation, the patient's implantable cardioverter defibrillator was experiencing inhibition due to episodes of myopotential oversensing. Programming changes were completed. Patient condition was stable.